Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to a thermally sensitive integrated circuit chip, designator u61 from the system controller pcb assembly.

Event description:
The customer initially reported that their device had its service indicator illuminated and logged some event codes. After an evaluation by physio-control, it was observed that the device would not complete its boot up cycle. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.